Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was flashing currently and vibrated constantly. Customer's blood glucose value was 100 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped. Customer stated that they insulin pump had buttons was cracked. Customer stated that they went to swimming. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify flashing display, missing segments/partial display due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the device at the corner of the belt clip rails and cracked select button keypad overlay.